Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued an occlusion alert indicating an obstruction of flow while the patient was using a contact detach infusion set (6 mm, 23 in), and the alert resolved after the patient changed the infusion set; blood glucose was unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an obstruction of flow associated with the infusion set connection component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component issue at the connector/coupler.